Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin delivery suspended due to inaccurate sensor glucose versus blood glucose readings. Customer had a blood glucose level of 140 mg/dl at the time of incident. The sensor was not returned for analysis.